Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with the device indicating insulin delivery and issuing an alert to change insulin despite visible insulin remaining in the cartridge; tubing and cannula fills were performed, and the user subsequently changed the infusion set and reported glucose trending down. Symptoms included hyperglycemia. Outcomes included no injury and resolution after supply change. Investigation included review of device data and guided troubleshooting and education by support, including infusion set and reservoir management steps. Investigation of this case revealed no confirmed device malfunction, with findings consistent with cause unclear for hyperglycemia that improved after site and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.